Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image. Other findings include: due to a cut on charged coupled device cable the image noise occurs and an image cannot be displayed, due to damage on circuit board of video plug section the image noise occurs and an image cannot be displayed, due to damage on charged coupled device unit the monitor shows a black screen with no image. (It may return to normal at times), because electrical contact of video plug section is shaved the screen turns black with no image. (It may return to normal), adhesive on bending section cover has a chip, video connector has a crack and scratched, light guide cover glass has a scratch, universal cord has discoloration and a scratch, switch 1 has a scratch, angulation lever has a scratch, forceps elevator lever (surgical product) has a scratch, right/left plate has a scratch, up/down angulation lever plate has a scratch, grip has a scratch, control unit has a scratch, due to damage on forceps elevator lever(surgical product), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope had poor image/compromised image. The issue was found during inspection for use. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.